Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that this central nurse's station (cns) produced loud beeps, then unexpectedly shut down and would not boot back on. The bme tested the cns, and the issue persisted. There was no patient harm or injury. Investigation summary: nihon kohden (nk) received the device on 05/02/2023. Nk repair center (rc) evaluated the device on 05/10/2023 and was able to duplicate the complaint. No physical damage or fluid intrusion was found on the device. Nk rc replaced both hdds to complete the repair. The repaired device was returned to the customer on 05/11/2023, and no recurrence has been reported. The likely cause of both the shutdown and bootup issues is hdd failure. Hdds store system files required for bootup and general operation for the cns. Hdds may become corrupt or fail due to power issues from outages or surges which can affect the integrity of electronic components, accumulation of dust from the environment into the internal compartment, which can lead to higher cpu temperature and affect other internal components, or wear-and-tear which depends on age and frequency of use. A review of the complaint device's serial number shows that it is over one (1) year old and has no other complaints. Corrective and preventative action is not required at this time. Hazard analysis for the cns-6201 determined that failure modes related to the main unit's hardware have acceptable residual risk, and actions have been taken in the design to mitigate risks to patients. A review of the customer's complaint history shows no trends for these issues. Nk will continue to monitor and trend similar complaints. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) produced loud beeps, then unexpectedly shut down and would not boot back on. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) produced loud beeps, then unexpectedly shut down and would not boot back on. Biomed tested the cns, and the issue persisted. They replaced the cns with a spare one, and the spare was actively monitoring the patients. There was no patient harm or injury. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the cns: bsm(s): model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni. Transmitter(s) model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) produced loud beeps, then unexpectedly shut down and would not boot back on. No patient harm was reported.